Manufacturer narrative:
Concomitant medical product: 5024m-52 lead , implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket erosion. The implantable pulse generator (ipg) was explanted. The right atrial (ra) and right ventricular (rv) leads were cut and removed partial. No further patient complications have been reported as a result of this event.